Event description:
It was reported that the programmer was making an "awful" noise, and it was further reported that the wireless function was not working. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the system fan was noisy and it was therefore replaced, but was unable to confirm the customer comment that the wireless telemetry was not working properly, however the radiofrequency transmitter was replaced as a preventive measure. Analysis also found that the tab on the power cord bay door was broken, and that the stylus was missing, both were replaced and the stylus calibrated. (B)(4).